Event description:
This case reported by a consumer who initially contacted the affiliate with a request for medical information and with add'l information to report adverse events, concerns a 58-year old female patient. Prior to insulin lispro (humalog cart) and insulin lispro protamine suspension 75%/ insulin lispro 25% (humalog mix 25 cart) therapy, the patient received another MFR's human insulin. Her medical history was breast cancer. Her concurrent condition or concomitant medication was not provided. The patient started subcutaneous insulin lispro (humalog cart) 10 units daily (4 units in the morning and 6 units in the afternoon) and insulin lispro protamine suspension 75%/ insulin lispro 25% (humalog mix 25 cart) 16 units daily in the evening via two humapen ergo teal pen body (lot#: unk) for about one year beginning about two years ago (estimated in 2005) (indication for use not provided). In 2005, she was hospitalized as her hemaglobin a1c was more than 10 and she had eye(s) problem(s) (detailed not provided). On unk date, she switched from insulin lispro and insulin lispro protamine suspension 75%/ insulin lispro 25% to another MFR's human biphasic isophane insulin for loss of control of blood sugar (lab data or seriousness not provided). In 2007, she switched from another MFR's human biphasic isophane insulin to subcutaneous insulin lispro and insulin lispro protamine suspension 75%/ insulin lispro 25%, which she stored (dose or indication for use not provided), because she finished up another MFR's human biphasic isophane insulin. In 2007, she reported it was easy to push the injection button and the insulin dropped from the needle when it was pulled from skin. For two days in the same month, she experienced sleep loss (seriousness not provided). On the second day, she had itchy on her right thigh (seriousness not provided). On unk date, sleep loss and itchy on her right thigh resolved. She stated magnetic resonance imaging (MRI) revealed gallbladder polyp with 2 mm and she experienced decreased albumin and calcification due to age (start date or seriousness not provided). At the time of the report (one day later), the outcomes of events of hemoglobin a1c more than 10, eye(s) problem(s), loss of control of blood sugar, gallbladder polyp, decreased albumin and calcification were not provided. Insulin lispro, insulin lispro protamine suspension 75%/ insulin lispro 25% and the pens were continued. This humapen ergo teal pen body (lot#: unk) was associated with another device. The other humapen ergo teal pen body (lot#: unk) was not associated with complaint reports. The patient operated the reporting pen device, and did priming procedure for each injection. It was not provided if she was trained or how the pens were stored. The pens would not be returned because she continued to use the pens. Attempted to obtain lot/control number; info was unk. No follow-up is requested. Follow-up info received in 11-oct-2007 and 18-oct-2007, was added the initial info. Updated on 22-oct-2007: upon an internal review. The patient was hospitalized in 2005 (estimated). Update narratives.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible.